Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352500, model: sc-8352-50, serial: (B)(6), batch: 7070473.

Event description:
It was reported that the patient had an infection. The patient was prescribed with antibiotics and underwent a system explant procedure. The explanted devices will not be returned, as they were kept by the medical facility.